Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (damaged contacts) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery contacts and connector were physically damaged, which prevented the battery from connecting to a monitor or battery charger. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective battery.

Event description:
A us distributor returned a battery and reported that the battery had damaged contacts.